Manufacturer narrative:
(B)(4). Date sent: 9/10/2024. Information has been obtained that states the below statement does not belong to this event but belongs to another event 3005075853-2024-04559. First, a clip jammed. The next clip wouldn't advance into the jaws. The third clip would not close securely on the vessel and just fell off. Several clips did this, so the surgeon asked for a new clip applier. The additional information is no longer considered to belong to this event.

Event description:
It was reported that during laparoscopic surgery, the stapler malfunctioned during laparoscopic surgery with laparoscopic appendectomy. Stapler jammed and the scrub could not open the jaws of the device, stuck in semi-opened position. There was no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws. If the jaws could not be opened, how was the device removed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2204; d4: batch # 885c97; d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device opened and closed as expected. In addition, a tyvek was received along with the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event described could not be confirmed as the device performed without any difficulties noted, no cartridge was returned for analysis and during the functional testing, the device opened and closed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 885c97, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. First, a clip jammed. 2. The next clip wouldn't advance into the jaws. 3. The third clip would not close securely on the vessel and just fell off. Several clips did this, so the surgeon asked for a new clip applier. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The additional information received for this event indicated that the event was not a complaint about an ats45. Please confirm the additional information belongs to this complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.